Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's reported error message. It is recommend to the customer that new pads be attached and if the error persist, send the device in for evaluation. Analysis of reports of this type has not identified an increase in trend.